Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided, it was reported that the expressew iii auto capture + suture passer, the needle became jammed in the gun. The complaint device was received and evaluated. Visual inspection was performed and the needle is broken and jammed in the gun, customer complaint can be confirmed. The possible root cause for the reported failure can be attributed to user mishandling of the device, however; this cannot be conclusive determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that post to a rotator cuff repair procedure when the customer was trying to remove their expressew iii needle from the rep's expressew iii auto capture + suture passer, the needle became jammed in the gun. The procedure had been completed with the devices before the issue occurred with no patient harm or surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information or a lot number for the needle. The devices will be returning for evaluation.